Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was discovered that the insulin gauge was accurate. Customer continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.